Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on (B)(6) 2018. Medical records reviewed for MDR reportability. Patient had bilateral attune total knees. Patient's right attune total knee replacement was revised to address pain, inability to bend the knee, multiple effusions, medial subluxation of the knee, patella subluxation, and aseptic tibial tray implant loosening. Revising surgeon identified osteolytic synovitis, and loose polymethylmethacrylate debris in the soft tissues and medial tibia bone (confirmed by pathology-also noted no infection). The backside of the rp tibia insert and the polished surface of the rp tibial tray presented with numerous erosions and gouges (presumably from loose cement debris). The tibial tray was grossly loose, lifting off of the cement mantle nearly a centimeter when knee was flexed. There was no cement affixed to the tibial tray. The tibia cement mantle was well-fixed. There was noticeable medial tibial osteolysis. The femur component was well-fixed. Upon removal of the femur, it was noted that it had been originally implanted in a flexed position, requiring significant resurfacing of the distal femur cut for the new component. The patient's patella subluxed laterally, and the patella component was found to be partly loose at the lateral peg and facet. Tibial tray, tibial insert, femur, and patella components were all revised, replaced with competitor revision products and cement. The initial left knee revision surgery is addressed in (B)(4). Doi: (B)(6) 2015; dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Added:a2,b7,e1,h6(patient codes),h6 patient code: no code available (3191) used to capture the medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports, of which two other incidents related to implant loosening. Total for lot number: 4 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found three additional reports against the provided smartset ghv gentamicin 40g (product code: 545035500, lot number: 7961077) product/lot combination, of which two incidents were related to implant loosening. A device history record (DHR) review was conducted. The DHR review found no non-conformances on this lot. Final micro and sterility tests passed. Based on the provided DHR review there were no related manufacturing deviations or anomalies on the given product and lot combination. Medical record were provided and reviewed by a medical professional. From a medical perspective, based on the limited information available, it is not possible to determine if the complaint is product related. See attached medical record review for further information. Any follow-up for additional event information will be conducted by the legal group. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specification at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution to the reported event was identified. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update 01-april-2020: re-opened due to medical records received on june 17, 2019 and implant photos on june 21, 2019. The received medical records were reviewed by a depuy medical professional. Primary product information and patient information was updated from the attached medical records. No photographs of the individual device were provided. No new information received regarding this individual device indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports, of which two other incidents related to implant loosening. Total for lot number: 4 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports, of which two other incidents related to implant loosening. Total for lot number: 4 (com-(B)(4), com-(B)(4) pc(B)(4), pc(B)(4)) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.